Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer experienced an elevated blood glucose (bg) level of 515 mg/dl. With moderate ketones. Manual insulin injections were administered to address elevated bg level. Additionally, the customer required assistance addressing bg level with fluids. Customer resumed insulin delivery successfully. Customer confirmed pump display turned on when plugged into a power source.